Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked liquid during use. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
H10: product has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample. Based on the photos received, a likely cause is a heat exchanger leak. Possible cause is over-pressurization of set. 3m will continue to monitor.